Event description:
The manometer pressure line inside the device had broken off the main pressure line. No patient injury has been reported.

Manufacturer narrative:
Awaiting receipt of complaint device.